Event description:
The lay user/pt's daughter contacted lifescan on august 21, 2007 and alleged that the pt's one touch ultra meter (serial number not provided) was giving an error message. This complaint was classified based on the customer care advocate (cca) documentation. The daughter stated that the reported issue first occurred on approx a month earlier (exact date/time not provided), and she did not know which error message was displayed. The pt reportedly had taken her usual dose of insulin (4-5 units of regular insulin) and went into an insulin reaction (no specific symptoms provided). She did not receive/require any medical attention. At the time of troubleshooting, it was verified that this was not a new product and that there was no meter trauma. The reporter was unable/unwilling to answer if the issue was resolved. This complaint is being reported because the reporter alleged the pt went into an insulin reaction after the reported issue began and administering her usual dose of insulin. The issue was not resolved with troubleshooting.